Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leaking from the biopsy channel and tear forceps passage. A root cause could not be identified. Based on the results of the investigation. The most probable cause of leaking black fluid after several wash cycles and leaking from the biopsy channel is cause not established and for tear forceps passage is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited leaking black fluid after several wash cycles. The issue occurred during reprocessing. There were no reports of patient involvement.